Manufacturer narrative:
The device was not returned to olympus and an evaluation cannot be performed at this time.

Event description:
A user facility reported to olympus that when the olympus, clv-190 is in use, the main bulb is not ignited and the emergency lamp is active. There was no patient injury or harm associated the problem reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on on historical analysis of similar reported complaints and the available information, the legal manufacturer determined the likely cause as follows: lamp accidental failure or user-defined replacement of lamp may have resulted in poor heat dissipation and shortened lamp life due to inadequate wiping of the old heat compound or inadequate tightening of the screws.